Event description:
It was reported that, "this was the second stage of a 2 stage revision. While the sales rep was out of the operating room, the circulating nurse delivered expired bone cement (expiration september 2011) to the field which was implanted into the pt. The cement was cured before this was noticed to the bone cement was left in the pt."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.